Event description:
It was reported the patient had been experiencing a lack of adequate stimulation and pain relief to the affected areas for the last two months. The patient was scheduled for peripheral (subquetaneous) lead revision. The patient's leads were all replaced. The new leads were placed in new positions. Following the procedure, the patient had good pain coverage. The leads will not be returned for analysis.